Event description:
Initially, it was reported that the patient underwent generator replacement surgery for an unknown reason. Further follow-up revealed that the patient experienced an increase in nighttime seizures which the physician attributed to the generator nearing end of service. It was reported that it was unknown whether or not the increase in seizures was above the patient's pre-vns baseline frequency. The explanted generator was discarded by the explanting facility; therefore, no product analysis can be performed. No additional relevant information has been received to date.

Manufacturer narrative:
.